Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the castor wheel was broken and the bolt was sheared off. There was no patient present when this issue was identified.

Manufacturer narrative:
The caster for the navigation system was returned to the manufacturer for evaluation. Testing found that the caster was removed with threads remaining on the cart of the navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.